Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels ranging from 48 mg/dl to 52 mg/dl. Reportedly, due to insurance, customer does not have use of a non-tandem continuous glucose monitor, or access to healthcare provider. Customer believes this is contributing to diabetes management and bg levels. Customer required assistance from partner to treat bg levels via consumption of carbohydrates. No additional information was provided.